Event description:
The customer reported that the equipment went blank. The field engineer noted that the system failed to start up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.